Manufacturer narrative:
Date sent to the FDA: 02/25/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery on 3/27/2015 and mesh was implanted. It was reported that the patient experienced severe pain. No additional information is provided.